Event description:
It was reported that the subject device had glare in the image. The issue was identified prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage due to puncture on cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.